Manufacturer narrative:
Qn#: (B)(4).

Event description:
Rn flushed catheter and noticed a hole in the catheter. No patient harm reported. The patient's condition is reported as fine.

Event description:
Rn flushed catheter and noticed a hole in the catheter. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheter assembly for evaluation. Signs-of-use in the form of biological material was observed inside the catheter body. After the sample failed functional testing (see below), the catheter body was microscopically examined. A small slit was found in the catheter near the juncture hub. The slit caused the material to form a crease. Microscopic examination revealed stress marks at this crease, which indicates the catheter was kinked which eventually caused a small hole to form. The hole in the catheter measured 1mm from the hub. The catheter body total length measured 2.559" which is within the specification limits of 2.554"-2.564" per the catheter graphic. The catheter body outer diameter measured .0370" which is within the specification limits of .0335"-.0375" per the catheter extrusion graphic. The catheter was initially flushed to ensure no blockages were present. No blockages were observed. However, a leak was observed coming from a small hole adjacent to the hub. Performed per IFU statement "ensure catheter patency prior to pressure injection to reduce risk of catheter failure and/or patient complications. Inability to obtain brisk blood return or to flush easily indicates a possible problem with the catheter and catheter should not be used". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage". The customer report that an endurance catheter has a hole was confirmed by complaint investigation of the returned sample. The endurance catheter body contained one slit near the juncture hub. The damage was consistent with inadvertent kinking near the catheter hub. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.